Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plugging core was found to be brought out of a 5f exoseal vascular closure device (vcd), and a small part of the plugging core and release sheath was adhered to, which did not play a blocking role. Manual pressure was then applied, and the puncture point was pressed for 15 minutes, and a pressure dressing was given after observing that no significant bleeding was seen at the puncture point. There was no reported patient injury. The patient underwent hepatic arteriography plus transcatheter hepatic artery embolization. Postoperatively, the femoral artery puncture point was blocked, and the blocking 5f exoseal hemostasis system was used. During the blocking process, the operation was carried out in strict accordance with the operating procedures, and after the mark point of the blocker was re-joined with the caudal end of the vascular sheath, when backing off the blocker for about 1 cm, the black-and-white color transformation appeared to gently pulsate for a moment and then returned to its original state. Feeling that the plug core was partially dislodged, the back up to the release button was continued after the color of the release knob became black, and the release button was pressed to withdraw the blocker. The device is expected to be returned for evaluation. Adverse event is hereby reported. The hospital reported this case as a serious injury adverse event to china nmpa directly.

Manufacturer narrative:
As reported, the plugging core was found to be brought out of a 5f exoseal vascular closure device (vcd), and a small part of the plugging core and release sheath was adhered to, which did not play a blocking role. There was no reported patient injury. Upon removal, it was noted that the plug had fallen out of the exoseal vcd shaft and was partially deployed and partially out of the shaft, but not fully inside. Manual pressure was then applied, and the puncture point was pressed for 15 minutes, and a pressure dressing was given after observing that no significant bleeding was seen at the puncture point. The patient underwent hepatic arteriography plus transcatheter hepatic artery embolization using a retrograde approach. Postoperatively, the femoral artery puncture point was blocked, and the blocking 5f exoseal hemostasis system was used. During the blocking process, the operation was carried out in strict accordance with the operating procedures, and after the mark point of the blocker was re-joined with the caudal end of the vascular sheath, when backing off the blocker for about 1 cm, the black-and-white color transformation appeared to gently pulsate for a moment and then returned to its original state. Feeling that the plug core was partially dislodged, the back up to the release button was continued after the color of the release knob became black, and the release button was pressed to withdraw the blocker. There were no visible signs of device or packaging damage prior to use. The vessel diameter at the puncture femoral site was verified to be =5 mm, with no stent near the puncture site, no stenosis >50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the site had not been closed with any closure device or manual compression within 30 days prior to the procedure. A non-cordis catheter sheath introducer was used. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft's inner diameter was conducted. The results were within specification. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18392238 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device. The device was received fully deployed and the plug was not returned for analysis. Dimensional and microscopic analysis had no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received with no plug. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A product history record (phr) review of lot 18392238 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.